Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, more than a month after surgery, after use, a leak was observed at the luer adapter of the reported catheter, specifically where a crack was found in the red (arterial) luer adapter. Nothing unusual was observed on the device prior to use. Additionally, a tego was not utilized, and the insertion site was not treated prior to product placement. Flushing was not performed prior to use. Hemodialysis tubing was the other product being utilized with the reported product. Betadine was typically utilized to clean the adapters, which allowed to dry thoroughly prior to applying ointment to the area. No excessive force was used, and no instrument was used to loosen or tighten the device. As a remedial action, the luer adapter was replaced, but the catheter was not changed. The treatment was completed after the remedial action. There was a 2-3 ml blood loss, and a blood transfusion was not performed. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, more than a month after surgery and after use, a leak was observed at the luer adapter of the reported catheter, specifically where a crack was found in the red (arterial) luer adapter. Nothing unusual was observed on the device prior to use. Additionally, a tego was not utilized, and the insertion site was not treated prior to product placement. Flushing was not performed prior to use. Hemodialysis tubing was the other product being used with the reported product. No cleaning agent was used on the device, while betadine is typically utilized to clean the adapters, which were allowed to dry thoroughly before applying ointment to the area. No excessive force was used, and no instrument was used to loosen or tighten the device. As a remedial action, the catheter was not changed; instead, the arterial luer adapter was replaced. A repair kit was not used. The treatment was completed after the remedial action. There was a 2-3 ml blood loss, but a blood transfusion was not performed. No medical intervention was required due to the event. There was no reported patient injury.

Event description:
According to the reporter, more than a month after surgery and after use, a leak was observed at the luer adapter of the reported catheter, specifically where a crack was found in the red (arterial) luer adapter. Nothing unusual was observed on the device prior to use. Additionally, a tego was not utilized, and the insertion site was not treated prior to product placement. Flushing was not performed prior to use. Hemodialysis tubing was the other product being used with the reported product. No cleaning agent was used on the device, while betadine is typically utilized to clean the adapters, which were allowed to dry thoroughly before applying ointment to the area. No excessive force was used, and no instrument was used to loosen or tighten the device. A repair kit was not used. As a remedial action, the catheter was not changed; instead, the arterial luer fitting parts was replaced with another brand of luer fitting. The treatment was completed after the remedial action. There was a 2-3 ml blood loss, but a blood transfusion was not performed. No medical intervention was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.